Manufacturer narrative:
The fuses were returned to the manufacturer for analysis. Investigation confirmed reported issue. The hardware investigation found that reported event was related to an electrical failure due to open fuses.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the din rail fuses were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on and that the line power light was illuminated. There was no patient present when this issue was identified. No additional information was provided.